Manufacturer narrative:
More information requested, but not provided.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the pacemaker was far r-wave oversensing and ventricular undersensing. These episodes were causing mode switches. No intervention was performed.